Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose levels ranged from 115 to 160 mg/dl. Product is being returned and replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.